Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient, as they were calling back now that htey were charged to 100 percent. However, they stated that they still couldn't turn their stimulation back on. Patient services walked the patient through the steps to turn stimulaiton back on and the patient was able to do so. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. It was reported that the patient was in the hospital a week ago on sunday. The patient stated that they had an EKG and when they went to turn their stimulation back on they couldn¿t do anything. The patient stated that they were seeing a memory problem. The data had been lost and they needed to repeat the set-up process. Patient services tried to assist them with bypassing this message and attempting to complete the set-up process, but the caller stated that they were now seeing cannot continue and they needed to recharge the controller battery. It was reviewed that the patient will want to charge the controller and then do the set-up process to pair the controller. Patient services walked the patient through how to pair and offered to email instructions to the patient, but the patient did not have an email. The patient stated that they would call back on monday if they couldn¿t get the controller paired with the ins. No symptoms were reported. The event date was asked but was unknown, but was indicated it occurred when they were trying to get their stimulation back on after an EKG in the hospital. No further complications were reported/anticipated.

Event description:
Additional information was received from the patient reporting that the cause of the memory problem screen, the data being lost and the patient being unable to turn the stimulation back on after their EKG was due to the patient not being familiar with the unit. It was indicated that the issue was resolved. The patient weighed (B)(6) at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.